Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated with mdrs #2937457-2014-00455 and 00456, 1225714-2013-02978, 02979, 1225714-2014-01063 and 01064.